Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Additionally, functional tests were performed on 10 retained samples. All tubes were within specification limits, with no issues identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the reported defect underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use five bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, had insufficient negative pressure. No adverse impact was reported regarding the patient or user.